Event description:
It was reported the tsw35 was used during a laparoscopic appendectomy. It was reported the device misfired. There was no consequence to the pt no other info is available.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, j00l5k; cartridge pan in place/condition, yes/back weld bro; condition of drivers, good; lockout tabs on pan condition, unfired; position/condition of wedge sleds, unfired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no; result of attempted firing, good. Analysis conclusion: based upon inquiry info received, visual examination and functional testing, no conclusion could be reached as to why instrument reportedly "mifired" during surgery. Instrument was returned in good physical conditiion. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that instument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.